Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned mmdg could not complete an investigation. A lot number also wasn't provided, so no DHR could be performed.

Event description:
The initial reporter stated that they had a set that had blood back into the tubing after the air filter empties. The initial reporter also stated that the patient was doing well after the event. (B)(4).